Event description:
It was reported that an 840 ventilator went into a graphical user interface (gui) inoperable state. The ventilator was not in use on a patient at the time of the reported event. The technical support engineer (tse) troubleshot the issue with the customer and recommended performing the ground isolation test, r e-seating the gui cable, and running the ventilator overnight. Customer was instructed to call back if the recommendation did not correct the failure. Covidien was not authorized to service the device.